Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag-to-vent (btv) switch was replaced to correct the issue. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.